Manufacturer narrative:
The device has not been returned to resmed, therefore resmed is unable to confirm the alleged malfunction. If further information becomes available, a supplementary report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a battery with a reduced level of capacity. There was no harm or serious injury reported as a result of the incident.